Event description:
An endurant ii stent graft system was implanted during the endovascular treatment of an abdominal aortic aneurysm . It was reported during the index procedure after the bifurcate was implanted a type ia endoleak was observed. Heli-fx endoanchors were implanted and the endoleak was confirmed as resolved. It was reported when deploying the endoanchors the physician tried to activate the applier device, but received an error sign after switching on - the green and blue light were flashing at the same time and was unable to load the endoanchor into the device. The procedure was completed using a backup device. Per the physician that the patient has a short neck of 9 mm, a diameter of 20 mm and an aortic angle close to 60. Based on this, the endoleak was caused due to the patient's anatomy. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.